Event description:
Using a nihon kohden eeg recorder in a patient room with a mallinkrodt 840 ventilator. The infrared source on the eeg device caused the ventilator to scroll through setting selections and spontaneously change display selections. This ventilator was in use and affected by the infrared light source.